Event description:
Further follow-up revealed that the patient's seizures are "back to normal". The pt indicated that neurologist indicated that the device was functioning properly so they have decided not to follow-up with neurosurgeon. The pt indicated that the increase in seizures was related to neurologist taking them off of their medications too fast.

Event description:
Further follow-up revealed that the pt can now feel magnet mode stimulations. Neurologist indicated that the pt is doing excellent and that the relationship between the vns therapy system and reported event is unk. Neurologist reported that the grand mal seizure occurred after the pt's trileptal dosage was decreased. The pt has been referred to neorosurgeon on the trileptal dose has been increased. Neurologist also reported that the pt is slender and tall.

Event description:
Reporter indicated that patient had a seizure and broke their nose. It was also reported that the patient was having an increase in seizures and that the patient should see their physician. A representative from the manufacturer attended the patient's office visit. It was learned that the patient is experiencing good efficacy with their partial complex seizures, but recently experienced a grand mal seizure, which they have not had in many years. The patient reported that for a period of 10-days, they could not feel their vns magnet stimulation as previously. At the office visit, the patient reported that they were currently feeling their device stimulate. Diagnostic testing was performed which resulted in ok lead impedance, with a dc-dc code of 2 indicating that the device is operating properly. The physician decided to increase the pulse width parameter to see if this would help. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely affect device performance. The cause of the events and relationship to the vns is unknown at this time. This event is currently under investigation.